Event description:
The customer reported that during use, the device sparked from the blade. The same thing occurred on a 2nd device in the procedure. (See MFR report # 1717344-2009-00436). Another device was used. There was no pt injury. This was determined reportable when both devices were returned, tested and failed hipot testing.

Manufacturer narrative:
(B) (4). (B) (4). The returned incident sample showed physical damage consistent with having been re-sterilized and it is a single use device. It was used with a reusable pencil and the site has been contacted by a rep who reviewed how to distinguish between reusable blades and single use. The product itself is color coded to distinguish the reusable from the single use.